Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The manual bag was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a large leak from a torn manual bag. There was no report of patient involvement.